Event description:
It was reported that the wig-wag is too loose on the 9800 system. Possible arm movement during fluoro. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the friction roller and the wig-wag brake pad. The system was tested and found to be working at intended and placed back into service.